Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that lead to inappropriate mode switches on the right atrial (ra) lead channel. Additionally, it was noted that the device exhibited low out of range ra impedance. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that lead to inappropriate mode switches on the right atrial (ra) lead channel. Additionally, it was noted that the device exhibited low out of range ra impedance. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device exhibited noisy signals on the shock channel. Ts suggested troubleshooting. The device remains in use. No adverse patient effects were reported.